Event description:
Aprox five min into dialysis treatment, blood was observed driping from the venous line connection to the dialyzer. The fmc blood line connections were confirmed to be tight, but dripping from the screw area continued. The reported blood loss was noted as 'minimal' and the remaining blood in the circuit was returned to the pt before switching to another circuit for the remainder of the dialysis treatment.